Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain /pain"), dysmenorrhoea ("painful menstrual cycle / dysmenorrhea (cramping)") and menorrhagia ("menorrhagia") in a 40-year-old female patient who had essure (batch no. A96188) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". The patient's medical history included adenomyosis. Concurrent conditions included renal disease, cervical conization, bipolar disorder, bladder disorder, disorder gastrointestinal and muscle weakness. Concomitant products included alprazolam (xanax), buspirone, butalbital;caffeine;codeine phosphate;paracetamol (fioricet with codeine), docusate sodium, omeprazole magnesium (prilosec), pantoprazole, quetiapine fumarate (seroquel), tizanidine, tramadol and trazodone. In (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), alopecia ("hair loss"), fatigue ("fatiuge"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), mood swings ("mood swings"), urinary tract infection ("uti"), depression ("depression"), dry skin ("dry skin"), tooth disorder ("dental problems"), vaginal discharge ("vaginal discharge") and nausea ("nausea") and was found to have weight increased ("weight gain"). In 2016, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("heavy vaginal bleeding"). On an unknown date, the patient experienced abdominal pain lower ("severe cramping"), abdominal distension ("bloating"), menstruation irregular ("irregular cycle"), feeling abnormal ("brain fog"), amnesia ("memory loss"), migraine ("migraine") and headache ("headaches"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy and cystoscopy). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, vaginal haemorrhage, abdominal pain lower, abdominal distension, menstruation irregular, dyspareunia, feeling abnormal, alopecia, fatigue, amnesia, migraine, headache, female sexual dysfunction, mood swings, urinary tract infection, dry skin, tooth disorder, vaginal discharge, weight increased and nausea outcome was unknown, the abdominal pain and back pain had resolved and the depression was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, amnesia, back pain, depression, dry skin, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, female sexual dysfunction, headache, menorrhagia, menstruation irregular, migraine, mood swings, nausea, pelvic pain, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: right side- 4 coils, left side- 3 trailing coil diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.3 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-mar-2019: quality safety evaluation of ptc (product technical complaint). Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain /pain"), dysmenorrhoea ("painful menstrual cycle / dysmenorrhea (cramping)") and menorrhagia ("menorrhagia") in a 40-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". The patient's concurrent conditions included renal disease, cervical conization, bipolar disorder, bladder disorder, disorder gastrointestinal and muscle weakness. Concomitant products included alprazolam (xanax), buspirone, docusate sodium, pantoprazole, quetiapine (seroquel), tizanidine, tramadol and trazodone. In (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("heavy vaginal bleeding"), dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), alopecia ("hair loss"), fatigue ("fatigue"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), mood swings ("mood swings"), urinary tract infection ("uti"), depression ("depression"), dry skin ("dry skin"), tooth disorder ("dental problems"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain") and nausea ("nausea"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe cramping"), abdominal distension ("bloating"), menstruation irregular ("irregular cycle"), feeling abnormal ("brain fog"), amnesia ("memory loss"), migraine ("migraine") and headache ("headaches"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy and cystoscopy). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, vaginal haemorrhage, abdominal pain lower, abdominal distension, menstruation irregular, dyspareunia, feeling abnormal, alopecia, fatigue, amnesia, migraine, headache, female sexual dysfunction, mood swings, urinary tract infection, dry skin, tooth disorder, vaginal discharge, weight increased and nausea outcome was unknown, the abdominal pain and back pain had resolved and the depression was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, amnesia, back pain, depression, dry skin, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, female sexual dysfunction, headache, menorrhagia, menstruation irregular, migraine, mood swings, nausea, pelvic pain, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 90.71 kgs. Most recent follow-up information incorporated above includes: on 26-sep-2018: pfs received: new event apareunia (inability to have sexual intercourse), mood swings, uti, depression, dry skin, dental problems, vaginal discharge, weight gain, nausea were added. Outcome of back pain, abdominal pain updated to recovered / resolved. Outcome of depression updated to recovering / resolving. New reporter, patient's weight were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain /pain"), dysmenorrhoea ("painful menstrual cycle / dysmenorrhea (cramping)") and menorrhagia ("menorrhagia") in a 40-year-old female patient who had essure (batch no. A96188) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". The patient's medical history included adenomyosis. Concurrent conditions included renal disease, cervical conization, bipolar disorder, bladder disorder, disorder gastrointestinal and muscle weakness. Concomitant products included alprazolam (xanax), buspirone, docusate sodium, pantoprazole, quetiapine fumarate (seroquel), tizanidine, tramadol and trazodone. In (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("heavy vaginal bleeding"), dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), alopecia ("hair loss"), fatigue ("fatigue"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), mood swings ("mood swings"), urinary tract infection ("uti"), depression ("depression"), dry skin ("dry skin"), tooth disorder ("dental problems"), vaginal discharge ("vaginal discharge") and nausea ("nausea") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe cramping"), abdominal distension ("bloating"), menstruation irregular ("irregular cycle"), feeling abnormal ("brain fog"), amnesia ("memory loss"), migraine ("migraine") and headache ("headaches"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy and cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, vaginal haemorrhage, abdominal pain lower, abdominal distension, menstruation irregular, dyspareunia, feeling abnormal, alopecia, fatigue, amnesia, migraine, headache, female sexual dysfunction, mood swings, urinary tract infection, dry skin, tooth disorder, vaginal discharge, weight increased and nausea outcome was unknown, the abdominal pain and back pain had resolved and the depression was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, amnesia, back pain, depression, dry skin, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, female sexual dysfunction, headache, menorrhagia, menstruation irregular, migraine, mood swings, nausea, pelvic pain, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: right side- 4 coils, left side- 3 trailing coil. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 90.71 kgs. Most recent follow-up information incorporated above includes: on (B)(6) 2018: lot number, medical history added from medical record. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain /pain"), dysmenorrhoea ("painful menstrual cycle") and menorrhagia ("menorrhagia") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". The patient's concurrent conditions included renal disease, cervical conization, bipolar disorder, bladder disorder, disorder gastrointestinal and muscle weakness. Concomitant products included alprazolam (xanax), buspirone, docusate sodium, pantoprazole, quetiapine (seroquel), tizanidine, tramadol and trazodone. On (B)(6)2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain, dysmenorrhoea, menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("heavy vaginal bleeding"), abdominal pain lower ("severe cramping"), abdominal distension ("bloating"), menstruation irregular ("irregular cycle"), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain"), back pain ("back pain"), feeling abnormal ("brain fog"), alopecia ("hair loss"), fatigue ("fatiuge"), amnesia ("memory loss"), migraine ("migraine") and headache ("headaches"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy and cystoscopy). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, vaginal haemorrhage, abdominal pain lower, abdominal distension, menstruation irregular, dyspareunia, abdominal pain, back pain, feeling abnormal, alopecia, fatigue, amnesia, migraine and headache outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, amnesia, back pain, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, headache, menorrhagia, menstruation irregular, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6)2018: pfs received: event menorrhagia, essure confirmation test not done added. Reporters , concomitant medication and concomitant condition added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain /pain'), dysmenorrhoea ('painful menstrual cycle / dysmenorrhea (cramping)') and menorrhagia ('menorrhagia') in a 40-year-old female patient who had essure (batch no. A96188) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". The patient's medical history included adenomyosis. Concurrent conditions included renal disease, cervical conization, bipolar disorder, bladder disorder, disorder gastrointestinal and muscle weakness. Concomitant products included alprazolam (xanax), buspirone, butalbital;caffeine;codeine phosphate;paracetamol (fioricet with codeine), docusate sodium, omeprazole magnesium (prilosec), pantoprazole, quetiapine fumarate (seroquel), tizanidine, tramadol and trazodone. In (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), alopecia ("hair loss"), fatigue ("fatigue"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), mood swings ("mood swings"), urinary tract infection ("uti"), depression ("depression"), dry skin ("dry skin"), tooth fracture ("dental problems / teeth are cracking"), vaginal discharge ("vaginal discharge"), nausea ("nausea") and tooth disorder ("teeth are weak") and was found to have weight increased ("weight gain"). In 2016, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("heavy vaginal bleeding"). On an unknown date, the patient experienced abdominal pain lower ("severe cramping"), abdominal distension ("bloating"), menstruation irregular ("irregular cycle"), feeling abnormal ("brain fog"), amnesia ("memory loss"), migraine ("migraine") and headache ("headaches"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy and cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, vaginal haemorrhage, abdominal pain lower, abdominal distension, menstruation irregular, dyspareunia, feeling abnormal, alopecia, fatigue, amnesia, migraine, headache, female sexual dysfunction, mood swings, urinary tract infection, dry skin, tooth fracture, vaginal discharge, weight increased, nausea and tooth disorder outcome was unknown, the abdominal pain and back pain had resolved and the depression was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, amnesia, back pain, depression, dry skin, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, female sexual dysfunction, headache, menorrhagia, menstruation irregular, migraine, mood swings, nausea, pelvic pain, tooth disorder, tooth fracture, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: right side- 4 coils, left side- 3 trailing coil. Discrepancy: essure insertion date as: (B)(6) 2013, removal date: (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.3 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-may-2020: pfs received: event teeth are cracking added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain /pain'), dysmenorrhoea ('painful menstrual cycle / dysmenorrhea (cramping) and menorrhagia ('menorrhagia') in a 40-year-old female patient who had essure (batch no. A96188) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". The patient's medical history included adenomyosis. Concurrent conditions included renal disease, cervical conization, bipolar disorder, bladder disorder, disorder gastrointestinal and muscle weakness. Concomitant products included alprazolam (xanax), buspirone, butalbital;caffeine;codeine phosphate;paracetamol (fioricet with codeine), docusate sodium, omeprazole magnesium (prilosec), pantoprazole, quetiapine fumarate (seroquel), tizanidine, tramadol and trazodone. In (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse), abdominal pain ("abdominal pain"), back pain ("back pain"), alopecia ("hair loss"), fatigue ("fatigue"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), mood swings ("mood swings"), urinary tract infection ("uti"), depression ("depression"), dry skin ("dry skin"), tooth fracture ("dental problems / teeth are cracking"), vaginal discharge ("vaginal discharge"), nausea ("nausea") and tooth disorder ("teeth are weak") and was found to have weight increased ("weight gain"). In 2016, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal hemorrhage ("heavy vaginal bleeding"). On an unknown date, the patient experienced abdominal pain lower ("severe cramping"), abdominal distension ("bloating"), menstruation irregular ("irregular cycle"), feeling abnormal ("brain fog"), amnesia ("memory loss"), migraine ("migraine") and headache ("headaches"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy and cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, vaginal hemorrhage, abdominal pain lower, abdominal distension, menstruation irregular, dyspareunia, feeling abnormal, alopecia, fatigue, amnesia, migraine, headache, female sexual dysfunction, mood swings, urinary tract infection, dry skin, tooth fracture, vaginal discharge, weight increased, nausea and tooth disorder outcome was unknown, the abdominal pain and back pain had resolved and the depression was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, amnesia, back pain, depression, dry skin, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, female sexual dysfunction, headache, menorrhagia, menstruation irregular, migraine, mood swings, nausea, pelvic pain, tooth disorder, tooth fracture, urinary tract infection, vaginal discharge, vaginal hemorrhage and weight increased to be related to essure. The reporter commented: right side- 4 coils, left side- 3 trailing coil. Discrepancy: essure insertion date as: (B)(6) 2013, removal date: (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.3 kg/sqm. Lot number: a96188. Manufacturing date: 2013/02. Expiration date: 2016-02-29. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-feb-2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain /pain'), dysmenorrhoea ('painful menstrual cycle / dysmenorrhea (cramping)') and menorrhagia ('menorrhagia') in a 40-year-old female patient who had essure (batch no. A96188) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". The patient's medical history included adenomyosis. Concurrent conditions included renal disease, cervical conization, bipolar disorder, bladder disorder, disorder gastrointestinal and muscle weakness. Concomitant products included alprazolam (xanax), buspirone, butalbital;caffeine;codeine phosphate;paracetamol (fioricet with codeine), docusate sodium, omeprazole magnesium (prilosec), pantoprazole, quetiapine fumarate (seroquel), tizanidine, tramadol and trazodone. In (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), alopecia ("hair loss"), fatigue ("fatiuge"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), mood swings ("mood swings"), urinary tract infection ("uti"), depression ("depression"), dry skin ("dry skin"), tooth fracture ("dental problems / teeth are cracking"), vaginal discharge ("vaginal discharge"), nausea ("nausea") and tooth disorder ("teeth are weak") and was found to have weight increased ("weight gain"). In 2016, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("heavy vaginal bleeding"). On an unknown date, the patient experienced abdominal pain lower ("severe cramping"), abdominal distension ("bloating"), menstruation irregular ("irregular cycle"), feeling abnormal ("brain fog"), amnesia ("memory loss"), migraine ("migraine") and headache ("headaches"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy and cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, vaginal haemorrhage, abdominal pain lower, abdominal distension, menstruation irregular, dyspareunia, feeling abnormal, alopecia, fatigue, amnesia, migraine, headache, female sexual dysfunction, mood swings, urinary tract infection, dry skin, tooth fracture, vaginal discharge, weight increased, nausea and tooth disorder outcome was unknown, the abdominal pain and back pain had resolved and the depression was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, amnesia, back pain, depression, dry skin, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, female sexual dysfunction, headache, menorrhagia, menstruation irregular, migraine, mood swings, nausea, pelvic pain, tooth disorder, tooth fracture, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: right side- 4 coils, left side- 3 trailing coil. Discrepancy: essure insertion date as: (B)(6) 2013, removal date: (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.3 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-may-2020: pfs received: event teeth are cracking added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain /pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("heavy vaginal bleeding"), abdominal pain lower ("severe cramping"), abdominal distension ("bloating"), menstruation irregular ("irregular cycle"), dysmenorrhoea ("painful menstrual cycle"), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain"), back pain ("back pain"), feeling abnormal ("brain fog"), alopecia ("hair loss"), fatigue ("fatigue"), amnesia ("memory loss") and migraine ("migraine headaches"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, abdominal pain lower, abdominal distension, menstruation irregular, dysmenorrhoea, dyspareunia, abdominal pain, back pain, feeling abnormal, alopecia, fatigue, amnesia and migraine outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, amnesia, back pain, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, menstruation irregular, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on 27-nov-2017: summons received. Events: painful menstrual cycle , abdominal pain, painful intercourse, brain fog, hair loss, memory loss, heavy vaginal bleeding were added. Reporter and product information updated. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain /pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe cramping"), migraine ("migraines"), back pain ("back pain"), abdominal distension ("bloating") and menstruation irregular ("irregular cycle"). The patient was treated with surgery (to remove the essure implant). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain lower, migraine, back pain, abdominal distension and menstruation irregular outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, back pain, menstruation irregular, migraine and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report